Event description:
The core impaction drill was sent for evaluation due to overheating. It is unknown when it happened, if there was patient involvement, and/or if adverse consequences were reported.

Manufacturer narrative:
The device was not yet received. Therefore, a follow-up report will be submitted upon quality investigation is completed.